Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level (value not provided); the cause was unknown. Customer required assistance to consume carbohydrates in order to address low bg. Multiple attempts were made by tandem¿s technical support to obtain additional information; however, a response was not received.